Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the screen of the insulin pump. The blood glucose reading is 3.6 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.